Event description:
It was reported that the table of scissors broke off during surgery. The pt was taken back to the surgery one hour after the initial surgery was completed to retrieve the scissors blade from the wrist area. The broken blade was removed. It was unknown if the product will be returned for evaluation. Additional information was requested from the distributor but to date, no further info was received.